Manufacturer narrative:
Correction: serial number should have been reported as (B)(4) which was earlier incorrectly reported as (B)(4). Lot number should have been reported as a000046638 which was earlier incorrectly reported as a000046559. Device manufacture date should have been reported as oct 29, 2017 which was earlier incorrectly reported as oct 27, 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a device implant. It was noted that the left ventricular lead dislodged. While repositioning the lead, a slight hematemesis was observed from the patient. Blood was confirmed inside the patient¿s lungs due to suspected lung perforation. The physician decided to perform the lead positioning at a later date. The patient¿s condition was monitored without any intervention done. The implant of a new lead was performed on (B)(6) 2018 after the patient's condition became well. There were no adverse consequences to the patient prior, during and post procedure.

Manufacturer narrative:
Correction: serial number should have been reported as (B)(4) which was earlier incorrectly reported as (B)(4). Lot number should have been reported as a000046559 which was earlier incorrectly reported as a000046638. Device manufacture date should have been reported as oct 27, 2017 which was earlier incorrectly reported as oct 29, 2017.